Manufacturer narrative:
(B)(4). Insulin pump passed the displacement. Insulin pump received with loose drive support disk noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump was damaged. Customer blood glucose level was 123 mg/dl. Customer also reported that the insulin pump case was cracked. The device will be returned for analysis.